Event description:
It was reported that foreign material was observed. The target lesion was located in a not very tortuous and non-calcified vessel. A 035/260 amplatz super stiff guidewire was selected for use. During the procedure, it was noted that the guidewire would not load into catheter due to some foreign material on it. The procedure was completed with a different amplatz guidewire. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the reported guidewire was returned to our post market quality assurance laboratory. Visual inspection was performed, and it was observed that the distal tip was bent. No foreign material was observed in the device. Detailed product information was not provided to bsc. Good faith effort attempts were made to try and retrieve the device lot number, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that foreign material was observed. The target lesion was located in a not very tortuous and non-calcified vessel. A 035/260 amplatz super stiff guidewire was selected for use. During the procedure, it was noted that the guidewire would not load into catheter due to some foreign material on it. The procedure was completed with a different amplatz guidewire. There were no patient complications as a result of this event.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith effort attempts were made to try and retrieve the device lot number, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted.